Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e216 and b30 (scope communication error) occurs in the image. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited sandstorm in the image. The issue occurred during service/maintenance. There was no patient involvement.